Event description:
(B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site (B)(4). From 11/2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration. Additional info will be provided upon conclusion of the investigation.